Event description:
On (B)(6) 2018, injected with the whisper ject into right thigh and he experienced thumb needle pain and itching in his right trunk area. (B)(6) 2018, injected into left thigh and woke up the next morning with a headache and also woke up on monday with a fever. On (B)(6) 2018, injected into stomach, the whisper ject malfunctioned and he had to waste that dose due to the button not working. He re-injected and worked that time. On (B)(6) 2018, injected into right thigh and got a 50 cent piece sized welt where the injection was made. (B)(6) 2018, injected into left thigh and experienced the same welt, and itching in the trunk area. Pt has been on brand copaxone for years and never had an issue. Pt also states that the whisper ject, it is not easy to use and a lot harder to inject with. He never had an issue with the copaxone and injector.